Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device was prophylactically explanted following the advisory for premature battery depletion. No elective replacement indicator (eri) or battery performance alert (bpa) was received and the patient was stable following the procedure.

Manufacturer narrative:
Interrogation of the device revealed that the device was above eri (elective replacement indicator). The device was found to communicate appropriately with a merlin programmer. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.